Manufacturer narrative:
Evaluation summary: no sample is expected for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The root cause cannot be determined conclusively. (B)(4).

Event description:
An optometrist reported that approximately three months following photo refractive keratectomy in both eyes, the patient presented with eye discomfort, redness and inflammation in the right eye only. The patient was diagnosed with peripheral corneal infiltrate of unknown etiology, and was treated with increased topical steroid dosage. In a follow up, the technician reported that at the most recent visit, the infiltrate had improved and the patient was instructed to continue the treatment. The patient will be returning soon for further evaluation. Additional information was requested.

Manufacturer narrative:
Evaluation summary: a review of the logfiles showed that all treatments were completed to 100 % and all laser system functions were within specifications on the date of treatment. The system history showed that the laser was successfully verified prior to, and after the date of treatment. No technical root cause was identified as the system was operating within specifications. The manufacturer internal reference number is: (B)(4).